Event description:
It was reported that while using bd epicenter¿ data management system, it displayed the incorrect lot number's qc results when selecting the smic/ID-11 panel. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.